Event description:
Device was inserted into the fold of pt's arm and left in place for 7 days. A heparin lock was used on the end of the catheter. Upon discontinuation of the device, the catheter detached and remained in the pt's vein. The hub was not kept by the hosp. A surgical attempt was made to retrieve the missing piece but this was not successful and the cannula was left in the pt. The pt was discharged the following day. The account's policy is to leave catheters in place no longer than 5 days. The facility contact felt this incident may have been due to pt movement and leaving the device in place 7 days.